Event description:
Dealer advised received back from (B)(4) and still having the same issue purity is fluctuating from 81 percent to 85 percent with amber light , no injury, dealer could not provide any further information...(B)(4).